Event description:
Pt reported into the FDA voluntary reporting program (B)(4) 11/02/2009: "complications from intralase/wavefront lasik. Constant eyestrain, light sensitivity, loss of contrast sensitivity, eye pain, decreased quality of vision despite "20/20." Upset about the type of advertising and lack of objectiveness of doctors in this area. Would love to see a mandatory unbiased second opinion for anyone considering lasik."

Manufacturer narrative:
(B)(4): photophobia. Reporter, device, treating facility and physician are unk.